Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead dislodged during sheath slitting. The lead was removed after unsuccessful attempts to reposition the lead. A different lead was then implanted. No patient complications have been reported as a result of this event.